Event description:
The user facility reported the foot section of the table drifted down with a patient on the table. The facility stopped the downward motion by lifting up the foot section of the table. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, performed a full evaluation of the table and found the table was operating to specification. No repairs were performed on the table and the reported event could not be duplicated. A table drift is a recoverable condition achieved by actuating the table override switches to stop further motion. The table was installed in (B)(6) 1998 and is not under a steris service contract. The table is maintained by a 3rd party service provider, (B)(4).